Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery device would not lock into the small battery drive device. There was a delay to the surgical procedure. However, the duration of the delay was unknown. A spare device was reprocessed from another procedure and was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the battery case could not be attached and trigger was sticking. Therefore, the reported condition was confirmed. It was further reported that the insulation sleeve and ring were damaged not allowing the case to attach properly. The assignable root cause was determined to be due to normal wear on components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.